Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "the pump wasn't infusing, and did not alarm". They stated that the pump sounds like it was running but was not infusing, and that they were using a real food blend. Mmdg did follow up with the initial reporter and they did not report any adverse effects to the patient due to the complaint. (B)(4).